Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the suture was applied to the skin in an orthopedic procedure closure, the surgeon observed mild tissue reaction after performing a continuous stitch technique. There was no patient injury.